Event description:
It was reported that the lead appeared to be fractured based on impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.